Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available to provide further information when attempted by medical surveillance (ms). The patient reported that the meter issue occurred on (B)(6) 2016 at 07:00am. The patient denied taking any medication to manage her diabetes. The patient reported developing symptoms of ¿light-headed and high sugar¿ six or seven hours after the alleged issue, but could not specify any symptoms relating to ¿high sugar¿. The patient reported that she consumed less food or drink. During troubleshooting the cca noted that it is not the first time the meter had been used and the test strips had not expired. When the patient was walked through a retest the issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the issue was not resolved with troubleshooting.